Event description:
Customer reported a malfunction with the code malf 9. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Cts assisted the customer with resetting the pump, and the issue did not recur. Customer was advised to call back if the malfunction recurs, and the case was resolved.